Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reading of "high" mg/dl on the continuous glucose monitor. Suspected cause was due to having a basal rate that was too low. Customer administered a correction bolus via the pump as well as a manual insulin injection to address bg. Customer updated the basal rate to address the event.